Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed the functioning inverter board from the front panel at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s).. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported cycler was having an issue: screen brightness problem during setup. The patient had a very difficult time seeing the screen. Display brightness was set to 10. The power cord was pushed all the way into the cycler. The technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. The patient reverted to capd/manuals. There was no patient harm or adverse event, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.